Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the basket of a 6.00 mm 180 angioguard rapid exchange (rx) emboli capture guidewire system did not retract fully enough to comfortably fit through the sheath. There was no reported patient injury. The physician successfully used another angioguard to complete the carotid stenting. The product was not contaminated. The device is expected to be returned for evaluation.

Manufacturer narrative:
The events reported under this complaint (MFR: (B)(4) ) was determined to be a duplicate of case-2019-00095651. Upon review, there was evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No subsequent reports will be forthcoming under this complaint.